Event description:
It was reported that the pt's devices were removed due to infection. No pt symptoms were reported. The pump was used to deliver lioresal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.